Event description:
It was reported that the user continued to experience low blood glucose while using the ilet bionic pancreas, noting high insulin sensitivity and persistent hypoglycemia despite a weight adjustment. Symptoms included hypoglycemia. Outcomes included no hospitalization and no alerts or alarms reported. Investigation included attempts to obtain additional information from the user, which were unsuccessful. Investigation of this case revealed that the cause of the hypoglycemia remained unclear due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.